Manufacturer narrative:
(B)(4). Batch # unknown: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? Response: it's not know how much blood was lost. Yes, suturing was done to prevent bleeding which took another additional an hr. Time to complete the procedure. Patient was discharged normally, and no post-operative extra care was required.

Event description:
It was reported that during a hemorrhoidectomy, there were no staple pins in the pph03. Doctor fired it in the patient. It had cut the tissue but did not staple. The patient experienced huge bleeding and later doctor sutured the entire affected area. There surgery was delayed an extra hour to suture the affected area. The procedure was completed successfully.